Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:02 was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 808:02. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter quality engineering discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.